Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery test alarm. Customer's blood glucose was unknown at the time of incident. Customer received low battery alert. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. However, device received with corroded battery tube. Device was monitored no low battery alert, failed battery test or off no power alarm noted. Device passed selftest, unexpected restart error test and displacement test.